Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: the console was purchased and installed in the hospital in (B)(6) 2023, and from the beginning it emits interference from time to time, randomly showing a part of the image pixelated. Restarting the console solves the problem, but eventually it happens again. It was tried with different camera heads, with different instruments, in different operating rooms and the problem always persisted. Lately the console even turned itself off when emitting these interferences. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: digital board failure. This is an electrical component failure, and it is difficult to predict the lifetime of electrical components. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.